Manufacturer narrative:
(B)(4).

Event description:
Review of a single still angio image confirmed that the contrast was seen within the sac with a possible rupture. The source and specific type of endoleak could not be determined from this image. Another image, likely post-intervention, showed no contrast outside of the stent graft. The cause of the endoleak could not be determined from the limited films provided.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient was admitted to the ER with back pain and a contained ruptured 10 cm aneurysm was found. A CT was done and showed an endoleak between the contralateral limb and iliac extension. Additionally the angiogram showed a junction leak between the 16-20 limb and the 20-20 iliac extension. The endoleak was attributed to insufficient overlap between the two stent grafts. The physician stated the type iii endoleak was device related. A 16/20/156 endurant limb was placed to re-line the area of overlap. After successful placement of the 16-20-156 the junction endoleak was eliminated. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).